Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-25355. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-25355 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
Patient contacted dexcom technical support on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.